Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 211218, comprehensive srs proximal body - lg 42mm, unknown; unknown, unknown baseplate, unknown; unknown, unknown humeral tray, unknown; unknown, unknown bearing, unknown. Report source, foreign ¿ events occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07247. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent left shoulder arthroplasty. Subsequently, on three occasions, the patient experienced recurrent dislocations that were treated with reduction under anesthesia. The patient was later revised due to recurring dislocation. It is reported that the patient experienced instability as a complication. No additional patient consequences were reported.

Manufacturer narrative:
Upon further investigation, it has been determined that this product did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.